Event description:
Additional information was received from a company representative (rep) and it was reported the dye study returned normal results for the patient. They adjusted the patient¿s dosage and the symptoms resolved. It was noted that the seizures were not believed to be related to the device/therapy.

Manufacturer narrative:
H6. Patient code: e0109 is no longer applicable to this event. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) ; implanted: (B)(6) 2019; explanted: ; product type catheter; ubd: 08-aug-2021; UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving gablofen (1000mcg at 521.2) via an implantable pump. The indications for use were unknown. It was reported that the patient had a dye study today ( (B)(6) 2023 ). The patient reported increased spasticity, seizures, and constitution. The issue was not resolved at the time of the report. It was noted that the healthcare provider had no further information. The patient's medical history included hydrocephalus, cerebral palsy, spinal cord injury, and cervical laminectomy. The patient status at the time of the report was alive with no injury.